Manufacturer narrative:
One controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via visual inspection; although the controller (B)(4) passed functional testing. All connectors were clean with no signs of contamination or damage. The port connectors clicked when connected. However, the port 1 connector was found loose from the controller housing with the o-ring gasket missing. Loose connectors are currently being investigated. As a result of this finding, the controller was found out of specifications. The most likely root cause of the reported event can be attributed to a shift in the manufacturing process. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site that the patient's went into the clinic complaining of power port I on the controller to be loose. The controller and power port were inspected by vad coordinator and determined to be loose. An elective controller exchange was performed in clinic and it was stated that the patient tolerated the procedure well. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
One controller (con100242) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device could not be performed since the device was not returned for evaluation. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.